Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Manufacturer narrative:
The complaint device was received and evaluated. Only the anchor was received and inserter was not sent back. Under magnification, it was found that the returned anchor is cracked diagonally; confirming the reported complaint. It was reported that excessive force was put on the anchor during insertion, which could have contributed to the breakage of the anchor. Moreover, it was reported that the user did not know that this anchor need to be inserted in cancellous bone and then flipped. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. This seems to be an isolated incident. This reported failure might be attributed to user technique. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During rcr, the tip of the anchor shaft was broken during insertion into the bone hole (2.4mm in diameter). When removing the broken anchor, the bone hole was widened. The surgeon inserted another anchor and completed the case. The excessive force put on the anchor during insertion may be a possible cause of the breakage. The surgeon also did not know that this anchor need to be inserted in cancellous bone and then flipped. The backup device was used to complete the case.

Event description:
During rcr, the tip of the anchor shaft was broken during insertion into the bone hole (2.4mm in diameter). When removing the broken anchor, the bone hole was widened. The surgeon inserted another anchor and completed the case. The excessive force put on the anchor during insertion may be a possible cause of the breakage. The surgeon also did not know that this anchor need to be inserted in cancellous bone and then flipped. The backup device was used to complete the case.